Manufacturer narrative:
Additional information: section d8/9 - device returned to manufacturer. Date device returned to manufacturer. Section g3 - date received by manufacturer. Section g6 - type of report. Section h3 - was the device evaluated by the manufacturer. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The cls, leads, and anchors were returned for analysis. The cls passed all functional testing without noted issue. The leads could not be tested as they were cut in two. No device issue was identified during the analysis. The cause of the patient's reported lack of benefit could not be definitively determined. However, it may be due to the patient being an unsuitable candidate for spinal cord stimulation therapy. Inadequate pain relief following system implantation and requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in the manufacturer's instructions for use (IFU).

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported not receiving benefit from their scs system. The scs system was explanted.